Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Product left conforming to print as there was no evidence that states otherwise. The stem was wearing heavily on the high wall, which caused wear on the opposite side. The wear was noted near the locking ring, which is where similar fractures commonly occur.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2014 due to the liner being out of position and cracked. The liner and ceramic head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ number 11 states, ¿wear and/or deformation of articulating surfaces.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-07802 and 08375).

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2014 due to the liner being out of position and cracked. The liner and ceramic head were removed and replaced. Legal counsel for patient reported patient underwent right hip revision on (B)(6) 2014 due to patient allegations of pain, neurological side effects, and dislocation of poly liner. Additional information received in patient medical records note revision was due to patient limping and disassociated poly liner. The patient's operative report noted wear on the high wall liner portion of the poly insert, fracture of the superior weight bearing portion, and impingement of the liner. The head, cup and liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.